Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling and power cycling without duplicating the malfunction. The customer's battery was tested and it passed. However, it could not be confirmed if the battery returned by the customer was the same battery used at the time of reported event. The review of device's history logs confirms battery ID fault which may have caused the customer report but we are unable to firmly establish cause. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.